Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device displayed no image and had a bad connection with electrical socket. The issue occurred during procedure and the holmium laser enucleation of the prostate (holep) procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that, the subject device displayed no image and had a bad connection with electrical socket. The issue occurred during procedure and the holmium laser enucleation of the prostate (holep) procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failures were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device displayed no image and had a bad connection with electrical socket. The issue occurred during procedure and the holmium laser enucleation of the prostate (holep) procedure was completed using a similar device. There were no reports of patient harm.